Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood / tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix although the inner coil was found to be over torqued at the connector region that could have contributed to helix issues reported in the field. The cause of the reported event was isolated to the over torqued inner coil at the connector region and the helix clogged with blood / tissue. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for initial implant procedure. During the procedure, the right ventricular (rv) lead was not placed on the desired target area for unspecified issues. The physician attempted to reposition the rv lead, however the helix failed to retract. This lead was not used and the physician elected to complete the procedure using a different rv lead. There were no patient consequences.